Event description:
"There was foreign substance on the surface of the prowler 14." The foreign substance it's so small so we can't see the foreign substance by picture, and can't capture that by taking picture. There was no damage to the packaging. The product was stored in the box standing. The foreign substance was noted after removal from the packaging at the distal side of the catheter body. It was reported "maybe we couldn't see well but if you touch the surface of the prowler, you can feel something like a granule". This was noted during preparation when it was being flushed with heparinized solution. No other product was next to the prowler. Unknown if the catheter was being wiped off with damp sponge.

Manufacturer narrative:
The product is to be returned for evaluation and testing. Please note additional information will be submitted within 30 days upon receipt.